Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion with no intervention required. Two (2) days post procedure, the pericardial effusion was confirmed by echo. There was no medical intervention provided and the patient was under observation. The patient was reported to be in stable condition. The event was discovered after the use of biosense webster, inc. Products and after ablation. The physician¿s opinion of the adverse event was related to the patient¿s condition. It is possible that some extended hospitalization was required. The patient¿s outcome is fully recovered. Transseptal was not performed. There was no evidence of steam pop. The catheter irrigation settings were set to the standard settings. There were no error messages displayed on biosense webster, inc. Equipment. All available features were used for force visualization. The visitag settings were 2 mm/5 sec, tag size 2mm filtered with impedance drop at 5 ohm and impedance drop for coloring option.